Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported unknown side "deflate" and textured implant. The device has been explanted.

Event description:
Patient reported left side deflate and textured implants. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b.